Manufacturer narrative:
Additional information was received. The facility information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) does not hold power long enough. No patient was present at the time of the event. The manufacturer representative stated that the system works fine while connected to an outlet. During the check the uninterruptible power supply (ups) was able to hold power for about 2-3 minutes.